Manufacturer narrative:
The device was not available for evaluation. The complaint was able to be confirmed by pictures provided by the customer. The root cause may be machine related, however we have controls iin place to mitigate machine errors including operator trainings, in-process inspections, quality inspections, and 100% visual inspection. It may also be due to excessive force applied by the end user as that can cause blade breakage. Based on what we have, the most likely root cause is manufacturing error. This should be considered the final report. If any additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "dr. (B)(6) was in the middle of one of his routine wisdom teeth surgeries when going to use the 15 to open site # 1 the 15 broke in half, as you can see in the picture. Nobody was harmed."